Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that post radiation therapy, this pacemaker exhibited unexpected pacing rates following magnet application. Technical services (ts) discussed the expected magnet rates of 100 beats per minute (bpm), 90 bpm, and 85 bpm; however, the health care professional (hcp) stated that the observed magnet rate appeared to be 85 bpm or less. The patient's heartrate was intermittently between 50 bpm and 60 bpm. Subsequently, the patient experienced lightheadedness. Ts recommended device evaluation. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the patient with this pacemaker has a history of intermittent atrial fibrillation (af). The following physician noted the patient experienced weakness, lightheadedness, and general unwell symptoms prior to the unexpected pacing rates, and a subsequent device check determined appropriate device function. The physician suspected the recent symptoms were not due to pacemaker function, but the patient's health and cancer treatments. No additional adverse patient effects were reported. This pacemaker remains in service.